Event description:
Per medical record review, the pre-op echo interpretation summary: the tavr appears to be well-seated with severe paravalvular leak (pvl). The post-op tavr valve in valve (viv) interpretation summary: a tavr was placed within the old tavr. The new tavr appears to be well-seated with normal pressure gradients and mild pvl is visualized. There was no mention of central regurgitation found in the received medical records.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Approximately, 4 years and 8 months post successful tavr procedure using a 29mm sapien 3 valve. The patient had a valve in valve procedure using a 29mm s3ur, due to paravalvular leak (pvl) and central regurgitation. The 29mm s3ur was placed with improved leak on transthoracic echocardiogram (tte).

Manufacturer narrative:
The investigation is ongoing. H3 other text: valve remains implanted.